Event description:
Customer reportedly received results of 65 mg/dl and 144 mg/dl within 10 minutes on the advantage system. No actons taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.